Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that a complete device extrusion was observed, which started half year ago. Device explantation is planned but not scheduled yet. Reportedly, it is probable that the device electrode will be left in the cochlea for a later re-implantation.

Manufacturer narrative:
Conclusion: according to the patient report the device was explanted for medical reasons, namely an extrusion of the implant housing several years after implantation. Device investigation revealed damage to the active electrode caused by minute device mobility, which is most likely attributable to the reported extrusion of the implant or to the explantation surgery. However it cannot be excluded that the damage was present whilst the device was explanted, as a telemetry history has not been made available. The onset of this damage remains therefore unknown. The investigation results match with the problem reported. This is a final report.

Event description:
It was reported that a complete device extrusion was observed, which started half year ago.